Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a channel error occurred . On (B)(6) 2022 the patient was receiving noradrenaline infusion when pump alarmed channel error , clinician unable to resolve error. The patient's blood pressure dropped, patient was given metaraminol push. Infusion transferred to a second pump module attached to same pcu. Infusion was restarted, however flashed channel error when rn lowered rate of noradrenaline. Entire unit was replaced and a new unit was used to restart infusion. It was further reported that the event occurred again 6 days later (B)(6) 2022 on same patient. Customer is unsure if original devices used on (B)(6) 2022 event remained in the patients given the patient was in covid isolation. On the second event, doctor preventatively administered metaraminol to the patient as precaution while pump was being changed out, noradrenaline was restarted and no further deterioration of the patient occurred. There was patient involvement and harm.

Event description:
It was reported a channel error occurred. On (B)(6) 2022 the patient was receiving noradrenaline infusion when pump alarmed channel error , clinician unable to resolve error. The patient's blood pressure dropped, patient was given metaraminol push. Infusion transferred to a second pump module attached to same pcu. Infusion was restarted, however flashed channel error when rn lowered rate of noradrenaline. Entire unit was replaced and a new unit was used to restart infusion. It was further reported that the event occurred again 6 days later ((B)(6) 2022) on same patient. Customer is unsure if original devices used on (B)(6) 2022 event remained in the patients given the patient was in covid isolation. On the second event, doctor preventatively administered metaraminol to the patient as precaution while pump was being changed out, noradrenaline was restarted and no further deterioration of the patient occurred. There was patient involvement and harm.